Event description:
Procedure type: inguinal hernia repair. According to the reporter: the device did not inflate properly. Although there was an inventory supply of this device available, the surgeon decided to convert the procedure to open for no particular reason. The operating time was not extended. There was no abnormal bleeding and no pt injury was reported.

Manufacturer narrative:
Date initial report sent: 08/04/2008.